Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns pt had high lead impedance readings with greater than 10,000 ohms at an office visit. The vns was disabled, and no trauma or device manipulation was reported. X-rays have not been performed. Vns lead revision surgery is planned, but no date has been set.